Event description:
The technician alleged the side rail was rusted and unable to latch. No pt impact.

Manufacturer narrative:
The technician replaced the side rail latch pin, latch, spring latch and e-ring to resolve the issue.